Event description:
It was reported 3 months ago that a patient, female, underwent an ischemic vt procedure with a navistar thermocool sf catheter and deceased. After having mapped the left ventricle, some radio frequency (rf) ablation was performed. After 7 ablations at 30w 8ml/min, with no big impedance variations, a big steam pop could be heard. After this pop, the hospital staff tried to stabilize the patient but it was not possible and the patient deceased. The physician assessed the event as device-related.

Manufacturer narrative:
(B)(4).